Event description:
Invalid result(s). Customer purchased a 5t kit and all 5 tests showed no results. No c or t lines appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at target. She has since purchased another kit and received results. She cannot provide a picture of the test cassettes showing no results because she has since thrown the test cassettes away.

Manufacturer narrative:
Case outcome: refer to cpus250909 form b investigation report (previous investigation for the same issue). Retention samples from lot cov5029004 were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Customer purchased a 5t kit and all 5 tests showed no results. No c or t lines appeared. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kit was purchased at target. She has since purchased another kit and received results. She cannot provide a picture of the test cassettes showing no results because she has since thrown the test cassettes away.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.